Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not showing. Customer stated that only three orders were visible for the patient, although additional orders are associated with this account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the orders were not showing. A technical support specialist (tss) reviewed the patient orders on the enterprise server and identified that only three orders had been received for the patient, which explained why the remaining orders were not visible on the medstation. The tss communicated this finding to the customer and explained that only those three orders had been transmitted, while the others had not. The customer acknowledged the information and advised that coordination with the adt (admission, discharge, and transfer) team had been contacted, and adt team sent those orders. After monitoring the system, the tss confirmed that the full set of orders was subsequently visible on the enterprise server. As the issue had been resolved, the case ticket was closed. The system functioned as intended after technical support specialist and adt team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not showing. Customer stated that only three orders were visible for the patient, although additional orders are associated with this account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.